Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system detected high out of range right ventricular (rv) pacing impedances of greater than 2000 ohms. It was noted the rv pacing impedance was stable around the 500-800 ohms range, then jumped to around 1000 ohms, and then gradually increased to greater than 2000 ohms. There were no stored episodes with noise. The rv pacing thresholds also increased from 0.9 v at implant to 2.7 v several months later. The shock impedances were stable and within range. The patient was seen in the clinic, and isometrics were performed. This produced noise on the shock channel only. Pocket manipulation was also performed, but no noise was produced. The rv rate/sense channel was clean. Technical services discussed possible causes for the clinical observations and provided troubleshooting options. A chest x-ray was performed, but the root cause for the high impedance was not determined. The high pacing impedance alert was increased to 2500 ohms. At this time, no further actions are planned, this rv lead remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead was returned in two segments and it could not be verified if the entire lead was returned. The lead had been severed approximately 140 mm from the terminal pin. The lead was twisted from the severed end of the tip segment to the proximal coil. Additionally, the rate sense conductor coil was extended beyond the tri lumen insulation by approximately 13 mm. The distal end of the proximal spring was separated from the lead body insulation and was up over the lead body insulation. The proximal end of the distal spring electrode was separated from the lead body insulation and medical adhesive was noted. Resistance testing was performed and the electrical continuity of each segment was confirmed. The helix was extended, and very slight residual calcification was noted on the helix, along with tissue. Although, it cannot be tested due to the condition of the lead, the very slight residual calcification noted on the helix, along with the gradual rise in impedance observed in the field are consistent with calcification which has built up on the lead's helix creating a non-conductive barrier between the heart and lead, thereby gradually increasing the impedance seen by the device over time as the calcification built. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) pacing impedance has been steadily increasing since implant, and is now consistently over 3000 ohms. It was noted sensing has decreased, but the threshold has remained stable. There was no noise noted on the lead channel. Technical services discussed the steady increase in impedance could be the result of lead calcification or electrode to tissue interface issue. The patient is zero percent paced, and there were no adverse patient effects reported. The patient will be scheduled for a clinic visit and lead revision procedure at a later date. The exact dates remain unknown. This rv lead remains in service. A revision procedure was performed due to continued out of range pacing impedance measurements with the rv lead. The lead was explanted and returned for testing. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) pacing impedance has been steadily increasing since implant, and is now consistently over 3000 ohms. It was noted sensing has decreased, but the threshold has remained stable. There was no noise noted on the lead channel. Technical services discussed the steady increase in impedance could be the result of lead calcification or electrode to tissue interface issue. The patient is zero percent paced, and there were no adverse patient effects reported. The patient will be scheduled for a clinic visit and lead revision procedure at a later date. The exact dates remain unknown. This rv lead remains in service.